Event description:
Boston scientific crm received information that during the implant procedure, the physician tried to insert the lead into this implantable cardioverter defibrillator (ICD) and it pulled out. The physician tried to unscrew and retighten the lead and the setscrew was stuck. The device was not implanted. No adverse pt effects have been reported.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection noted no irregularities. All seal plugs were intact. The right ventricular setscrew was stuck in the down position. The screw was loosened and then all set screws operated normally. All setscrew shanks could be seen in the lead barrels when the screws were turned down. The device passed all electrical tests.